Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens but the back haptic caught in the shooter and was torn off. The lens was cut into pieces to remove and there was no pt injury. There was no enlarged incision or sutures.